Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. The investigation is confirmed for the reported retraction issue. A definitive root cause could not be established. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr4084 pta balloon dilatation catheter allegedly experienced a retraction problem. This information was received from a single source. One patient was involved with no reported patient consequences. The 57 year old male patient's weight was not provided.

Manufacturer narrative:
For the reported malfunction, the device was returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr4084 pta balloon dilatation catheter allegedly experienced a retraction problem. This information was received from a single source. One patient was involved with no reported patient consequences. The (B)(6) year old male patient's weight was not provided.